Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer experienced symptoms of "felt they couldn't breathe and unconscious" and was unable to self-treat. A non-healthcare professional (non-hcp) provided tea and honey for treatment. There was no report of death or permanent impairment associated with this event.